Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04164. It was reported that balloon rupture occurred.  The 92% stenosed, 15mm x 1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. I was removed with the guide catheter. Subsequently, a 2.00mm x 15mm maverick²¿ balloon catheter was advanced. However, during inflation at 10 atmospheres, the balloon also ruptured and was removed with the guide catheter. The procedure was completed with another 2.00mm x 15mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID# 2134265-2018-04164. It was reported that balloon rupture occurred. The 92% stenosed, 15mm x 1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. I was removed with the guide catheter. Subsequently, a 2.00mm x 15mm maverick²¿ balloon catheter was advanced. However, during inflation at 10 atmospheres, the balloon also ruptured and was removed with the guide catheter. The procedure was completed with another 2.00mm x 15mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).